Event description:
It was identified from an online obituary that a vns patient was deceased. The obituary provided that the patient died after a long battle with rett¿s syndrome. Additional relevant information has not been received to-date.